Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a re-entry malecot nephrostomy catheter was used in the kidney during a procedure performed on an unknown date. According to the complainant, post-procedure, the catheter drainage was removed from the patient. During removal, it was noted that the distal end of the catheter was separated from the rest of the device and remained inside the patient. The patient was required to undergo surgery to have the detached piece retrieved. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.